Manufacturer narrative:
During the onsite investigation, the service tech updated the software. Root cause was identified as software related. (B)(4).

Event description:
Surgeon reports the vacuum did not start automatically. Pump starts on the 2nd attempt. No patient harm reported and no additional information was provided.